Event description:
The dentist reported that 3 months after the dental implant was installed in intra-oral region #24, it was verified their non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed.